Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as there was no harm caused by this problem to the patient and the shunt has remained in the eye. (B)(4).

Event description:
A surgeon reported that one and a half years after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. There was no harm caused by the contact and the shunt remains implanted. Although requested, the surgeon was unable to provide additional product information.